Event description:
It was reported the patient's heart rate was in the thirties. A full interrogation could not be performed on the device. There were no paced beats, but the device parameters were showing (B)(4). The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.